Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) application shut down due to a failed hdd after a generator test was performed. They were able to bring the cns back up by pulling the secondary hard drive and putting it into the main hdd slot. They have a replacement hdd on hand to resolve the issue. No patient harm was reported. Service requested / performed: troubleshooting. The customer was advised to power down the cns then boot back up using the backup hard drive. Investigation summary: the customer replaced the failed hard drive with one they had on hand, which resolved the issue. Sudden power outages, power surges, abnormal shutdowns, viruses, complete system crashes, and updating errors, can all cause corruption of files on the hard drive, resulting in the need for a hard drive replacement. The hard drive corruption is likely due to the cns shutdown that occurred at the time of the generator test.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) application shut down due to a failed hdd.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) application shut down due to a failed hdd after a generator test was performed. They were able to bring the cns back up by pulling the secondary hard drive and putting it into the main hdd slot. They have a replacement hdd on hand to resolve the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical products: the following devices were being used in conjunction with the cns: bsms: no model or serial numbers were provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) application shut down due to a failed hdd.